Event description:
Went to lift resident from bed to wheelchair e-zee total lift using multi purpose sling. Resident was lifted in sling when caregiver noticed resident was incontinent, therefore lowered resident back onto bed and did resident cares. Because lift sling was soiled a chuck was placed between resident and sling to keep resident dry. Care givers stated that the wet sling and the use of the chuck caused the resident to slide out of the lift sling. There were three caregivers in room during the transfer of the resident. Once caregiver noticed that resident was going to fall from sling and two employees caught front of resident and kept resident from falling forward after resident legs were under him on floor.